Event description:
On 10/15/2009, pt reported he thinks that his infusion device is not delivering correctly because his readings are higher than normal. He stated the infusion device beeps, vibrates and changes screens without the buttons being pressed. Pt reported he showers with his infusion device, so there has been water contact. Pt stated that for the past 3-4 days he noticed the screen will change on its own, and the infusion device will beep and vibrate. He stated the screen will display standard bolus without any buttons being pressed. Pt reported he took the infusion device out of his pocket and held the infusion device in his hands. He stated the screen still changed to the standard bolus screen, beeped, and vibrated without any buttons being pressed. Pt reported none of the buttons appear to be stuck. He stated he switched to his backup infusion device. Pt reported that his readings have been higher than normal for the past month. Pt's normal blood glucose range is less than 120 mg/dl. He stated for the past month his reading have been between 170 - 200 mg/dl. Pt reported he was having to bolus a 2nd time to bring the readings down. He stated he feels he is only getting a portion of what he could but not the full amount. Educated pt on how to check the memory to see if the full amount of insulin was delivered. Pt reported he disconnected from his infusion site and bolused and insulin did emerge. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.